Manufacturer narrative:
The reported events of oversensing noise and fracture were not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report number: 2017865-2024-01933. It was reported, that the patient was asymptomatic to inhibited paced beats, but was dependent on the pacemaker for normal function. The patient was brought into clinic (B)(6) 2024, for a right ventricular (rv) lead revision, due to observed dropped pacing beats as a result of noise and oversensing. However the subclavian vein was occluded, and the patient was set for extraction (B)(6) 2024. During the extraction procedure, the right atrial (ra) lead could not be unscrewed from the generator. The ra lead was therefore, cut and explanted. The rv lead was noted, by the physician to be fractured, during the extraction procedure. The generator was replaced, due to being close to the normal elective replacement indicator (eri). The patient was stable before, throughout, and post procedure.